Event description:
The user received questionable low creatinine plus version 2 (creatinine) results for two samples from the same patient. All results are in mg/dl. The initial result was 0.62 and was reported outside the laboratory. The sample was sent to a reference laboratory and was tested on a dimension analyzer. The result was 2.71. The sample was also tested on an abl analyzer and the result was 2.78. On (B)(6) 2011, the sample was tested on cobas c501 serial number (B)(4) and the result was 0.83. On (B)(6) 2011, a new sample from the patient was tested and the result was 0.49. The sample was repeated on the abl analyzer and the result was 2.04. The patient was not adversely affected. The creatinine reagent lot number was 63485001. The field service representative was unable to determine a cause. He inspected the instrument and sample and stated all appeared normal. He suspected some type of interference in the sample as the issue reproduced. To verify the analyzer operation, he performed precision testing on creatinine.

Manufacturer narrative:
The investigation could not determine a specific root cause as neither the patient sample nor the reaction data was available. Further root cause analysis was not possible. The suspected interference of furosemid was tested, but no interference was found up to the 5 fold maximum daily dosage. No adverse events were reported.